Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 05-nov-2018. It was reported that shaft kink occurred and crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The concentric target lesion with significant bend of >= 90 degrees was located in the mildly calcified right coronary artery. A 3.00x32mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. During manipulation of the device, it was observed that the shaft got an acute kink. The device was removed and another promus element plus was advanced with a buddy wire support and completed the procedure. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent coating sheared/peeled. Promus element plus,mr,ous 3.00x32mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found two hypotube kinks. The hypotube kinks noted were at sites 195mm and 535mm distal to the distal end of the strain relief. A visual and tactile examination of the hypotube identified hypotube coating issues at 6 sites along the hypotube; 312mm, 330mm, 359mm, 414mm, 502mm and 520mm distal to the distal end of the strain relief. At each of these 6 site the hypotube coating appeared damaged and rained (around entire circumference). The 2 most proximal white shaft markers appeared damaged. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.